Manufacturer narrative:
(B)(4). Concomitant products: 2.0x15mm, 2.5x10mm semi compliant; 3.0x12mm non-compliant balloon dilatation catheter. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mildly calcified, 90% stenosed, non-tortuous, mid left anterior descending artery after pre-dilatation with a 2.0 x 15 mm semi-compliant balloon dilatation catheter (bdc) at 12 atmoshere (atm) and a 2.5 x 10 mm semi-compliant bdc at 14 atm the 2.75 x 28 mm xience prime stent was implanted. Post dilatation with a 3.0 x 12 mm non-compliant bdc at 14 atmosphere was completed; however, a distal stent edge dissection was noted under angiography. A 2.5 x 12 mm xience prime stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.